Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to charge using the tandem-provided usb cable. The customer was able to charge the pump successfully by using an alternate usb cable. Additionally, a malfunction alarm occurred. The customer's blood glucose (bg) level was reportedly "high". Bg value was not provided. The customer did not report that a specific action was performed to address the elevated bg, however the customer indicated that manual injection supplies would be used for insulin therapy.